Event description:
It was reported that the unit was overheating and was found to have some heating next to the s1 on the pc board. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: printed circuit board.